Manufacturer narrative:
Visual evaluation of product under 65x magnification showed no signs of physical defects. Cover screw and mount is still attached.

Event description:
Patient called saying implant is loose, came to follow up with implant in hand.